Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure of the common bile duct performed on (B)(6), 2011.according to the complainant, during the procedure, the stent was placed in the papilla and attempted to be deployed; however resistance was met and the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old.the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry.(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.